Manufacturer narrative:
The unit was evaluated by the distributor's engineer. The distributor confirmed an electrical test failure code 5 (load verify fault, dram transfer) had been generated. Although he could not isolate the cause of the failure at the time of his visit, he has requested a replacement main board and datasets. The components to be removed from the pump will be returned to the factory for further investigation. A supplemental medwatch will be filed when our investigation is complete.

Event description:
The customer advised datascope's distributor in another country, (evertop) that while the intra-aortic balloon pump was in use providing therapy to a patient, the unit stopped pumping and generated an alarm. The patient expired.